Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the instant hot pack burst upon activation with normal pressure used to break seal. Hot pack contents leaked onto patient, bed, gloves. Patient's skin was rinsed. There was no adverse effect to patient. No further information was provided.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report that was submitted on 20-oct-2022 due to the investigation findings are available. Device history review could not be verified as lot number was not provided. A sample was not returned for evaluation, therefore, a root cause could not be determined for this product. We will continue to monitor trends for this product.